Event description:
Dexcom was made aware on 11/27/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On the same day, it was reported that the patient experienced a skin reaction with pimples and infection at the needle puncture site which occurred the day the sensor had been inserted into the arm. The patient¿s skin was prepped with alcohol prior to sensor insertion. The patient consulted with her doctor about the skin infection. She was prescribed oral cephalexin to take. The patient reported the infection had healed by the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).